Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 24-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving gablofen (500 mcg/ml at 110.09 mcg/day) via an implanted pump. It was reported the catheter had migrated out of the intrathecal space and the patient had reduced efficacy and withdrawal symptoms. There were no environmental/external/patient factors that may have led or contributed to the issue. Imaging was done when the patient was going through withdrawal symptoms and the catheter was revised. The spinal (tip) segment was explanted (B)(6) 2020 and a catheter revision was done. 8782 was used for the revision. It was noted the issue was resolved.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported the hospital did not want to provide any further information on this event.